Event description:
It was reported that the insulin pump had physical damage. Insulin pump had a crack underneath the battery, across the screen. The blood glucose reading was 144mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Insulin pump received with cracked display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.